Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip entanglement. It was reported this was a redo mitraclip procedure to treat functional mitral regurgitation (mr). Imaging was difficult due to shadowing from the previously implanted clips. The nt clip was advanced to the mitral valve, however the clip got caught on chordae. Forty-five minutes were spent trying to free the clip from chordae. It is unclear if the clip was fully freed from chordae. The decision was made to implant the clip, for the delivery system to be safely removed without causing injury to chordae. Grasping and capturing the leaflets was difficult but eventually successful and the clip was implanted. There were no adverse patient effects and no clinically significant delay during the procedure. Mr was reduced from 4 to 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported poor imaging resolution was due to procedural conditions. Additionally, the cause for the reported clip entanglement could not be determined. The reported difficulty grasping and difficult leaflet capture appears to be a cascading effect of the reported entrapment of the device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. Removed pc 2199 and added 4641.